Event description:
It was reported that the patient is having inflation issues with the inflatable penile prosthesis (ipp). The patient will be reviewed by the physician and a future revision surgery has been scheduled. No patient complications were reported.